Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the patient¿s total basal received that day was 10 units. It was noted during troubleshooting that the time and date was off by 12 hours. The patient could not confirm if pump was resetting time/date. The patient experienced a blood glucose level of 280mg/dl with no symptoms, which does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.